Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement test. Device received with normal operating current. Device passed unexpected restart error. Device passed self test. Device passed off no power test. No unexpected battery power loss anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. Customer reported that the battery head had been malformed and they could not open it. Customer reported that the insulin pump did not turn on. Customer received replace battery alert. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.